Event description:
A vaxcel pasv PICC had been therapeutically placed in a male pt (age unk) for antibiotherapy. The complainant was unable to report how long the device had been implanted in the pt. The device was reported to have broken distal to the suture wing. The clinicians removed the device from the pt and successfullly implanted another device. The complainant reported that there were no adverse affects on the pt as a result of the reported malfunction.